Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. The device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed; analysis revealed normal battery depletion. Concomitant products: 5568-45 implantable pacing lead (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2010; 6947 implantable defib lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the atrial lead was chronically non-functioning as it had pulled back. The device and atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.